Event description:
Customer reported a past event of high blood glucose levels that have been occurring intermittently. Specific blood glucose levels were not provided, only indicated as "high" on several occasions. Cause was not known. To address the high blood glucose, the customer administered correction boluses via the pump during each occurrence. Technical support recommended that the customer consult with their healthcare provider to discuss potential factors affecting blood glucose levels.